Event description:
It was reported by the customer that during pre use check the cs300 intra aortic balloon pump (iabp) battery test failed. There was no patient involved.

Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1: initial reporter name: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Due to character limit in block e1 full event site name is (B)(4). The fse replaced both sealed lead acid batteries. Following the replacement, the unit passed all required functional and safety tests and was verified to meet factory specifications. The unit was returned to service.

Event description:
N/a.